Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an off no power alarm, the batteries were draining quickly and shutting the insulin pump off. The customer also received multiple low battery alerts and a weak battery alert. The customer's blood glucose level was 400 mg/dl. The customer was sent a replacement battery cap and was advised to monitor the device and call back if problems persisted.